Event description:
It was reported that during a mini-invasive procedure to a pt with herniation to fuse l5/s1, using posterior fixation, the set screw at right side s1 could not be twisted off. It was also reported that the set screw was cross threaded. The procedure changed to an open procedure. The cross threaded screw was replaced.

Manufacturer narrative:
Device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. In addition, this part is not approved for use in the u.s; however, a like device catalog # 8670855 was cleared in the u.s.